Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was run over by a car and the pump touch screen was shattered. Reportedly, the pump was no longer functional. The customer was not using the pump for insulin therapy. Customer's blood glucose level was not impacted.